Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device as returned to the biomedical department with a report of, "e378, number 315, e321." No tracking information was provided, therefore, no specific pt information, pump programming, or event details were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.